Event description:
It was stated that the customer was taken to the emergency room for low blood glucose readings between 45 to 55 mg/dl. Troubleshooting revealed that the programming was correct on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.